Manufacturer narrative:
The product was returned for analysis and the reported damage was observed. Additional observations were as follows: iol returned in two(2) segments in the iol case. A significant amount of solution is dried on both surfaces of the optic and haptics. One haptic is broken/torn and is returned. The optic is torn/split-cut dividing the iol in two(2) and is cracked/fractured-rejectable. We are unable to determine the root cause for the reported complaint. The product was subject to handling and the reported damage was highlighted post implantation. The returned iol shows evidence of possible handling by the customer due to the presence of solution dried on both surfaces of the optic and haptics. In addition to this, all iols are 100% cosmetically inspected as per approved manufacturing procedures and the observed optic and haptic damage would not meet our current release criteria. Based on these investigation findings, we are unable to verify if the iol contributed to the event. All product and batch history records are quality reviewed prior to product release. This product malfunction was originally reported under an alternative summary report. The sample has been returned and investigation was updated, which prompts evaluation and conclusion coding to be updated. As the alternative summary report has been revoked, the updated information (product investigation and coding) is being sent via this 3500a report. (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, the lens was implanted into the patient's eye and a split in the optic of the lens was observed by the surgeon. The iol was removed and replaced with a new lens during the initial procedure. There was no patient injury.